Event description:
It was reported to philips that therapy not possible and operational check not passing machine unable to deliver shock. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
It was determined that this case is a duplicate of pr (B)(4) reported on 3030677-2023-02765.